Event description:
In 2009, the pt reported he received an e4 (occlusion) error on his insulin infusion device during a bolus. He stated he had elevated blood glucose in the 400's mg/dl before he received the error. No symptoms were reported. To troubleshoot, the pt was instructed to disconnect the tubing from his infusion headset and try to prime. He immediately received an e4 error. He stated he has been receiving frequent occlusions. On follow up with the pt, he stated his blood glucose has returned to his normal levels. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.